Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one photograph of skin irritation related to the octyl 2 skin adhesive product. The visual inspection of the photographs noted skin irritation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, 1-2 weeks after bariatric laparoscopic procedure, the patient had skin reactions. There was tissue damage.